Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. Medical records confirmed the reason for explant was pvl. Annular calcification, a well-known risk factor for the development of post-operative pvl, may affect proper seating of the valve after debridement. Technique related factors, such as incorrect valve sizing, improper valve seating at implant or improper securement of the nadir sutures, may also contribute to the development of pvl. Finally, anatomical factors like excessive annular or subannular calcification may also contribute to difficulties seating the bioprosthetic valve in the annulus with a resultant pvl. Due diligence attempts have been made to obtain the status of the explanted device for return. At this time, no response has been received. Therefore, the device evaluation was not able to be completed and the root cause for the regurgitation and pvl of this device remains indeterminable; however, patient related factors and the progression of the patient's underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a patient underwent a valve explant surgery after an implant duration of eleven months. Through obtained medical records, the reason for explant was due to severe perivalvular leak and aortic insufficiency. Upon visualization, the leak was extensive and was primarily underneath the left coronary artery. This was excised, a root enlargement was performed, and a 21mm pericardial aortic valve was used in replacement. Echocardiogram revealed satisfactory function of the aortic valve with no perivalvular leak and satisfactory right/left ventricular function. The patient tolerated the procedure well and was taken to the recovery room in stable condition. The patient was later discharged on post-operative day nine.